Manufacturer narrative:
This supplemental report is being submitted to provide review of instrument history, unique device identifier (UDI) number and investigation conclusion. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. A review of instrument history reveals a pattern of mishandling as the unit has been repaired for similar failures under three previous complaints. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). If repair is necessary, please contact olympus customer service. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received, and evaluated. Evaluation determined that the reported issue was confirmed. The device failed to generate energy through the probe due to a faulty connector socket. Additionally, worn out rubber feet were found at the bottom of the unit. Based on evaluation findings the reported issue was confirmed. Root cause of the issue was due to faulty connector socket attributed to electronic component failure.

Event description:
It was reported that the device exhibited an error message, error light error message. The issue occured at the beginning of a therapeutic procedure. There were no further details provided regarding the event. No patient harm, and injury was reported. No user injury reported.